Event description:
It was reported that 90-s serfas probe was being used during a shoulder arthroscopy and after 90 minutes of used and running serfas console at level 11, the metal tip broke off into the joint. Another device was available. It was further reported, that metal was retrieved from the shoulder.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.